Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown: (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd 30g 1/2" syringe experienced hub separation from the device. The following information was provided by the initial reporter: the solution I inject is very thick/viscous. Because of this, sometimes the "slip tip" needle separates from the rest of the syringe during injection.

Manufacturer narrative:
Correction: h6: imdrf annex a grid: a1503. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that the unspecified bd 30g 1/2" syringe experienced hub separation from the device. The following information was provided by the initial reporter: the solution I inject is very thick/viscous. Because of this, sometimes the "slip tip" needle separates from the rest of the syringe during injection.